Manufacturer narrative:
Section d4 other # field is populated with the di number additional suspect medical device component involved in the event: model#: sc-2138-50 serial #: (B)(4). Description: scs 50cm iii lead the explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there were any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to high impedances on leads and frequent charging of ipg was noted. The patient underwent a revision procedure wherein the ipg and leads were replaced. Device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1110-02 (sn (B)(4)) device evaluation indicated that the ipg passed all the required tests and revealed normal device characteristics. Sc-2138-50 (sn: (B)(4)) a review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to high impedances on leads and frequent charging of ipg was noted. The patient underwent a revision procedure wherein the ipg and leads were replaced. Device malfunction was suspected. The patient was doing well postoperatively.